Manufacturer narrative:
Three of four rca pullbacks were incomplete when the pim jaws released after 10¿70 mm, producing repeated frames and red frames from stretch and rotational instability. The software recovery workflow activated as designed. The complaint is confirmed.

Event description:
¿Case 17¿. Rca. Did pre- and post-. Did 4 pullbacks. In 3 pullbacks, the pim jaws let go. In the first 2 pullbacks, after the first ~50- 70 mm of pullback. In the last case, after ~10 mm. Red frames due to rotational instability and stretch were visible, especially in the last run.